Manufacturer narrative:
(B)(4). The customer returned various components from a cvc set for evaluation. Signs of use in the form of biological material were present on the returned catheter, introducer needle and dilator. Visual inspection revealed the guidewire was kinked towards the distal end. The distal j-bend was slightly misshapen but both welds appeared full, spherical and intact. No defects or anomalies were observed on the ars. The kink in the guide wire measured 20 mm from the distal tip. The overall length of the guide wire measured 600 mm which is within specification of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured 0.808 mm which is within specification of 0.788-0.826 mm per product drawing. The returned guide wire was able to pass through the returned ars with minimal resistance. Resistance was only encountered at the kinked portion of the guidewire. The guide wire was also passed through the returned catheter and returned 18 ga introducer needle with minimal resistance. A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. A device history record review was performed and no relevant findings identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." "Do not cut guidewire with scalpel." "Practitioners must be aware of the potential for entrapment of guidewire by any implanted device in circulatory system (i.e., vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding length of guidewire inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked near the distal tip. A device history record review was performed for the guidewire and the ars, with no relevant findings. The guidewire passed all relevant dimensional and functional testing. No defects were observed on the returned ars and the guidewire passed through the returned ars with minimal resistance. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "during the puncture, the doctor felt that the swg (spring wire guide) had resistance and was not smooth. Doctor can't insert the swg into the patient smoothly. The doctor speculates that there is resistance between ars (syringe) and swg." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the puncture, the doctor felt that the swg (spring wire guide) had resistance and was not smooth. Doctor can't insert the swg into the patient smoothly. The doctor speculates that there is resistance between ars (syringe) and swg." No patient harm reported. The patient's condition is reported as fine.